Manufacturer narrative:
D2b pro code (product code): lit, dqy. Device evaluated by MFR.: the device was returned for analysis. As per the instructions for use (IFU), this device is compatible with a 0.035 inch (0.89 mm) guidewire. The guidewire used by the customer was not returned for analysis. The investigator successfully loaded the device on to a boston scientific 0.035 inch guidewire without issue. A visual examination of the returned device found that the balloon had been inflated. No issues were noted with the balloon material. A visual examination of the markerbands identified no issues. Both markerbands were present and undamaged in the correct position on the shaft. A visual and tactile examination found no kinks or damage to the shaft and tip of the device.

Event description:
It was reported that the balloon became stuck with wire. The 90% stenosed target lesions was located in the moderately tortuous and severely calcified vessel in the forearm. A 6.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, the balloon became stuck with a 0.035 non-boston scientific guidewire. The guidewire was removed from the catheter outside the body. The procedure was completed with another of the same device. No complications were reported.